Event description:
It was reported by user that this is the 2nd time that the seat for the 65650 rollator needs to be replaced. User is using it like a wheelchair at times. Causing many cracks on the seat. And pinching his pants. Lives in a senior living facility. Uses indoors and outdoors. Been using for about 1 year.